Event description:
Employee was administering treatment to a pt using the fluid machine in the physical therapy department. Employee attempted to shut the machine off using the "stop treatment button" and received an electrical shock in her right hand. Employee was treated in the emergency room for "ringing in ears", bilateral headache and numbness.